Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in australia h6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to dislocation. Attempts have been made and no further information has been provided.